Event description:
It was reported that the patient was admitted to the hospital due to a shocking sensation that seemed to originate at the implantable neurostimulator (ins) pocket site. The patient was 16 weeks pregnant and stated that it was ''seemingly overnight'' that she started to look pregnant, and that she correlated this event with the onset of the pocket site problems. The shocks started at the pocket site and traveled up the patient's back and seemed to cause a ''contraction'', which concerned the patient. It was also noted that the ins had shifted and seemed like it was ''nearly protruding through the skin'', though no part of the device was exposed. The ins was turned off, but the shocking sensation was still present, though less intense. The patient's implanting physician was going to meet with the patient that day. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was unknown. No surgical intervention occurred. No hospitalization was required due to the event. Patient had no injury.

Manufacturer narrative:
Product ID 3093-28, lot # v819353, implanted: (B)(6) 2011, explanted: na; product type lead, product ID 3037, serial # (B)(4); product type programmer.